Event description:
The pt reported that in 2006, he woke up with elevated blood glucose values (500 mg/dl). The pt stated the batteries in his infusion device stopped working during the night and did not produce an alarm or warning to the pt. The pt indicated that he did not have any symptoms of the elevated blood glucose. He reported that he switched to the back up infusion device and his blood glucose values reduced. No medical assistance was required. Product was requested to be returned for evaluation.

Manufacturer narrative:
Recall number not available at this time.